Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Actual device was not returned. Review of received photograph confirmed the condition of a screw which has backed out of a cage in situ. The x-ray image clearly shows that one (1) screw is no longer secured or contacting the cage. A review of the device history records was unable to be performed since the lot number is unknown. Relevant drawing was reviewed. No product design issues or discrepancies were observed during this investigation. A definitive assignable root cause for the screw migrating/backing out post operative could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: exact date of event is unknown. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent initial surgery on (B)(6) 2019. On (B)(6) 2019, the patient underwent hardware removal of two (2) synfix evolution screw that backed out. The screw was completely backed up and no synfix evolution instruments were needed to revise the surgery. The screw was floating. They left the three other screws and cage implanted in the patient and only pulled out the loose screw that backed out. There was no surgical delay. The procedure was completed successfully. Patient status was stable. Concomitant device: torque handle: (part unknown, lot unknown, quantity 1). Cage/.spacers: syncage (part unknown, lot unknown, quantity 1). This report is for one (1) synfix evolution screw. This is report 1 of 1 for (B)(4).